Event description:
It was reported the pt experienced a shocking or jolting sensation when the stimulation device was turned off. There was no known incident related to the onset of the symptoms. The symptoms were reportedly felt at the ins location and at the lead-extension location. The pt was seen in the clinic. Impedance measurements were normal (452-1395 ohms). With the stimulator on, the stimulation was felt in the wrong location. An x-ray was planned to see if the lead had moved and may be causing the change in stimulation. Reprogramming was also being considered. So far, reprogramming had not helped improve the therapy. Additional information has been requested, but was not available on the date of this report.